Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic procedure, the device's handle was unable to squeeze the handle and did not fire even the green button was able to press. Another device was used to complete the procedure. No patient injury has been noted.